Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not detected on bus. A field service engineer (fse) contacted the registered pharmacist and assisted on resetting drawers not detected on the bus. The pharmacist later confirmed successful recovery via the main application and stated the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.